Manufacturer narrative:
Date sent to FDA: 8/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2007 and mesh was implanted. Additional information was provided that the patient underwent revision surgery on (B)(6) 2012. It was further reported during the revision surgery ¿a large amount of bowel which as adhered to polypropolene mesh around the umbilicus and the mesh was stuck to 4 separate loops of small bowel. The mesh had to be cut and was eroding through all 4 areas of small bowel.¿ it was further reported the surgeon was concerned about a potential fistula development and so that portion of the bowel was resected. It was reported the patient underwent exploratory surgery on (B)(6) 2013 for recurrent early small bowel obstruction and it was noted the ¿small bowel was densely adherent to the midline incision¿.the adhesions were extremely dense and essentially the patient had a frozen abdomen.¿ there were also noted adhesions to the pelvis and the colon with spillage of small bowel contents. Due to serosal tears and the severe adhesions this portion of bowel was resected. No further information provided at this time. No additional information was provided.